Event description:
Caller obtained a result of 357mg/dl and went to the hosp as a result. She reports that within 10 minutes she rec'd a result of 147mg/dl on the hosp device. No treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.